Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: event occurred on an unknown date in october of 2023. D2: additional procode: ktt d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 28-oct-2022 expiration date: 01-oct-2032 part number: 04.038.380s, tfna fenestrated helical blade 80mm -sterile lot number: 2004p98 (sterile) lot quantity: 96 this lot met all visual, packaging, and sterilization criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, the patient underwent primary surgery with the tfna in question for a fracture. The intraoperative rotation control of the reduction was difficult, the blade tip was proximal in the femoral head. Two weeks after the surgery the blade was dislocated proximally. The surgeon determined that the blade would cut out, so a bha was scheduled to be performed on (B)(6) 2023. No further information is available. This report is for a tfna fenestrated helical blade 80mm - sterile. This is report 1 of 1 for (B)(4).